Event description:
It was reported that during a colectomy procedure that the device did not "crunch" and some staples did not completely form, and anastomosis was not complete. Anastomosis was transected and redone with a similar device. There were no adverse consequences reported.

Manufacturer narrative:
(B)(4) date sent 12/1/2023 d4 batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: 2. Please provide more details for " anastomosis was not complete"? 1. Staples partially formed, anastomosis not complete 3. Were the cut line and staple lines equal? 1. Question doesn¿t make sense. No additional information. 4. Did the device staple? 1. Yes but didn¿t form staples completely 5. Was the staple line complete? 1. No 6. Did the device cut? 1. Not completely 7. Was the cut line fully circumferential around the target tissue? 1. See question 6 8. If the device fully cut, were both tissue donuts present? 1. Unknown 9. If the device fully cut, were both donuts complete? 1. Unknown this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.